Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports individual received eleven false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This case is to document one of the false negative results obtained. See related cases for alternate false negative results. Customer reports individual received a potential false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided). No alternate testing performed for this cue covid-19 test. Individual confirmed they had known exposure from someone in their home and cartridges were stored within the validated temperature range. Customer was experiencing moderate symptoms on (B)(6) 2022.